Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure transducer failure detected during preventive maintenance (pm). It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure transducer failure detected during pm. The reported issue was able to be reproduced during pm. The remote service engineer (rse) advised the replacement of the data acquisition (da) printed circuit board assembly (pcba). This investigation is ongoing.